Event description:
The consumer stated that the first time they used this, the bristles were extremely hard and then started falling out!!! They're pretty sure they lost about 1/4 of the bristles just from the first use. Also, they don¿t quite fit on the body of my toothbrush either.